Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 20 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that approximately 1 year post-implant, an unknown endoleak was found on a CT scan; however, the pt refused treatment. Approximately 1 month ago, the pt presented emergently with a ruptured aneurysm. The physician tried to cross-clamp the aorta and balloon to stabilize the pt, which was unsuccessful. There was reported endotension in the aneurysm sac. It was then decided to perform an open conversion, which was successful. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). (Endoleak vessel/aneurysm); (endotension).